Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging their pump in the car. There was no impact to the customer's blood glucose level. The customer stated they were able to determine that there was a short in the cable they were using. The customer stated the battery is charging and they would obtain another charging cable. The customer declined further follow up by tandem technical support.